Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing swelling and a baker's cyst behind the tibial component. A bone scan showed uptake on the femur.